Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2018, explanted: on (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 18-jul-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000mcg/ml at 540.2mcg/day via an implantable pump. It was reported that the patient came in for an itb (intrathecal baclofen) pump replacement. The pump was scheduled for replacement for eri/eos (elective replacement indicator/end of service) and per the physician, the patient had not exhibited any symptoms, indicating that the catheter was not functioning. Catheter access was not performed prior to today¿s procedure so the physician tried to withdraw/aspirate from the catheter prior to disconnecting the pump. The physician was unable to aspirate the catheter, so he decided to implant a new catheter. The new catheter was connected to the new pump and once connected the physician was able to aspirate the catheter successfully. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.